Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a material described as the "black sheath" from the distal end of the device detached and fell in the surgical cavity. It was retrieved and there was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : 10/22/2015. Date of follow-up report : 12/21/2015. The reported condition was confirmed. The investigation found a portion of the black insulation peeled off the rigid tube near the jaws. Inspection of the jaws found them to be bent as if the tips were used to move or pry tissue or hard material during the surgical procedure. The investigation identified the root cause of the reported event to be user damage due to mishandling the instrument. The IFU states, use caution when grasping, manipulating, sealing, and dividing large tissue bundles. Do not bend instrument shaft. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.